Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, radiographic images from a post operative follow-up on (B)(6) 2025 indicate the patient is experiencing loss of correction and a potential fracture through the medial cortex. The surgeon treated the fracture by applying a bandage and brace and gave the patient instructions for non-weight bearing for the next 6 weeks. No devices were returned for evaluation as the hardware remains implanted with no scheduled plans to revise or remove the hardware at this time. Additional information indicates the patient had a bmi of 32.9 and the patient was admittedly noncompliant with the surgeon's postop instructions by walking on his foot despite direction for limited weight-bearing in a short boot. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates the patient's bmi and non-compliance may have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, radiographic images from a post operative follow-up on (B)(6) 2025 indicate the patient is experiencing loss of correction and a potential fracture through the medial cortex. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.